Event description:
The customer reported that the system displayed an error message and was unable to perform fluoroscopy or the cine function. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.